Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a recent follow-up the bifurcated stent graft was found to have migrated and there was a proximal type I endoleak. The distance from the lowest renal artery to the flow divider was 6 cm. The cause of the stent graft migration is likely due to neck dilatation or disease progression. Currently the neck is 29 to 32 mm in diameter. The physician implanted an endurant 36x36x49 cuff proximally and resolved the issue. No additional clinical sequelae were reported and the patient is fine.